Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys vitamin d assay (vitamin d) on a cobas 6000 e 601 module. The erroneous results were not reported outside of the laboratory. The initial vitamin d result was 4.71 ng/ml. The repeat result was 13.46 ng/ml. The repeat result was believed to be correct. There was no allegation that an adverse event occurred. The vitamin d reagent lot number was 23900700 with an expiration date of (B)(6) 2018. The customer thought there might have been a micro clot in this particular sample as other samples that were run at the same time were fine. The customer performed calibration on (B)(6) 2017. This calibration is more than 2 months old. Calibration should be renewed after 1 month or 28 days when using the same reagent lot. Qc was performed on (B)(6) 2017 and (B)(6) 2017 and the results were acceptable. No qc was performed on the day of the event. A sample volume of 2 ml was used which is not enough; the required volume is 4 ml. No issues were identified during a review of the alarm trace.

Manufacturer narrative:
A specific root cause was not identified for this event. A general reagent issue can be excluded. The most likely root cause would be that there were micro clots in the sample due to improper preanalytical conditions. An additional possible root cause for this event may be insufficient maintenance.